Event description:
The customer reported to baxter healthcare a minivolume extension set in which a no flow was detected immediately upon connecting to a hospira clave, which was attached to the patient's angiocath. The customer stated that the extension set was able to be initially primed and was in use with a bard pump. The extension set was connected to a syringe that contained propofol. The customer stated that flow was successfully established after inserting a stopcock between the extension set and hospira clave. The customer alleges that the no flow occurred because the male luer on the extension set distal end is smaller than usual. The customer observed that the luer collar of the extension set had one ridge instead of two ridges typically observed on this product, and the blue tip protector also appeared to be smaller than usual. The customer has already contacted baxter to arrange for replacement product. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No further information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). One (1) actual used sample and 27 unused units were received for evaluation. Visual and functional testing were performed and the reported condition was confirmed for the one used sample. The unit failed the functional test since the solution did not flow through the luer lock assembly part no. (B)(4). The unit also failed a clear passage test at 8psi. The assignable root cause could not be determined. This issue is being investigated through CAPA. No issues were detected with the unused samples. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.